Manufacturer narrative:
Additional information: b5, d4 expiration date (update to n/a), h4, h6, h11. B5: upon additional information, the location of the hole was past the two upper chambers and in the line leading to the patient. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred december 11-12, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) interlink system y-type blood/solution sets leaked blood shortly after the blood transfusion started on a patient. There appeared to be a hole in the tubing. The transfusion was stopped and new blood tubing was used to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.